Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer used manual injections for alternate insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer declined to provide.